Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on 01/29/2009 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent mesh implantation in order to treat urinary incontinence and cystocele.

Event description:
It was reported that the patient underwent a surgical procedure (B)(6) 2009 and a sling was implanted. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. Following insertion, the patient experienced pain, infection, urinary problems, and incontinence. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent urinary tract infection, and urinary retention. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation concurrently with cystocele repair.